Manufacturer narrative:
The insulin pump was received with a missing segment due to the lcd cracked zebra connector. The insulin pump was received with a minor scratched display window. The pump was received with a broken reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had lines in the pixel on the insulin pump. Customer's blood glucose was 250 mg/dl.